Manufacturer narrative:
(B)(4). This report is for a system error 2240 during the drain stage, where the home patient (hp) had disconnected during the drain to use the bathroom. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide", which is shipped with every homechoice device. It provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. If additional relevant information is obtained, a supplemental report will be submitted.

Event description:
It was reported that during peritoneal dialysis (pd) therapy, a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) machine during a drain cycle while the home patient (hp) was connected. A baxter technical service representative (tsr) spoke with the care giver (cg) and it was determined that the hp had disconnected during the drain to use the bathroom. It was unknown in which drain cycle the alarm occurred. It is unknown if proper aseptic technique was used when the hp reconnected. The tsr explained to the cg that if the hp would again need to disconnect in the future, that the stop button must be pressed first before disconnecting. The tsr had the cg close all the clamps to the bags and patient line, cycle power off/on to the hc, and se 2367 alarmed (fail safe shut down). The tsr had the cg again cycle power off/on and the hc progressed to display "press go to start" then to "at load the set" at which point the tsr advised the cg to remove the cassette and dispose of current supplies attached and start over with all new supplies. The tsr reviewed the proper procedure with the caller as per the user manual. There was patient involvement; however, there was no patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow-up report will be submitted.